Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up # 1, date of submission (B)(6) 2011 - device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the total daily dose history was reviewed from (B)(6) 2011 to the end of pump use on (B)(6) 2011; daily insulin delivery totals correctly reflect the users programmed basal rates. It was found that the pump was resetting to default time/date of 12:00 am (B)(6) 2007. The time and date manually changed to (B)(6) 2011 23:37. During investigation, it was found that the pump was unable to hold date and time and reset itself to default date and time. Pump opened for further analysis; leaking bt1 observed. The pump accurately delivers 2.00 units/hr for 29-hr period. DHR review: date of manufacture: 2009-02, software version/revision: e3a, within specifications when released: yes, discrepancies identified: no, comments: no.

Event description:
The reporter claimed that the animas pump has an issue with the incorrect date/time. Reportedly, the patient sought medical assistance when his/her blood glucose was 300-400 mg/dl. The patient's blood glucose is currently at 185 mg/dl. The patient denied any blood glucose symptoms. During troubleshooting, the reporter felt like the elevated blood glucose was due to the wrong basal rates throughout the day. This complaint is being reported because the patient sought medical assistance for elevated blood glucose after the date/time issue began.